Event description:
Customer reported a leak in the IV administration set after 30 ml of a 100 ml infusion of blood was started. The tubing and unit of blood were changed and the infusion restarted without further incident. No patient harm reported and no other patient or event details available. The IV administration set was requested but not received to date. A follow up report will be filed if the product is received in the future.